Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported the cause of the shocking was unknown. The stimulation was turned down to resolve the issue; it was noted the issue was resolved at the time of the report. The cause of the patient's lack of normal stimulation was not identified, patient turned stimulation down and was tracking symptoms in a diary.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were in to see their healthcare provider and the last time they were there was in (B)(6) 2019 when they were having problems. The patient noted they were talking about possibly putting in a new lead when they didn¿t feel stimulation when they turned it up at that appointment. The patient noted that a rep was there on monday at their most recent appointment. The patient had been having a lot of accidents. There had been some relief, but these other accidents recently started at least the past couple months or so and the day of the call was one of the worst. The patient tried to get up and go to the bathroom and didn¿t even make it and went right in their bed, which was not like them. At the healthcare provider¿s office, the patient didn¿t even feel the stimulation when it was at 7.6v but the day before the call the patient felt shocking when standing in their laundry room. When they came in their front room they sat down and the shocking stopped. Every time the patient sat down it wouldn¿t do anything, but when they got up and moved it would shoot pain through the right of their backside. The patient noted calling their healthcare provider the day before and the day of the call but hadn¿t heard back. The patient reported their current settings were program 2 at 4.7v and it was still shocking a tiny bit when they walked. The patient turned the stimulation down to 4.2v while on the call and noted not feeling the shocks when walking. The patient hadn¿t had any falls or accidents recently and their last fall was probably about 6 months ago. An email was sent to the rep and they replied the same day that they would call the patient at that time. No further complications were reported.